Manufacturer narrative:
E3: occupation: pharmacist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The internal part of the device did not exit into the artery, rendering it unusable. There were no clinical consequences.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 06oct2025, the sample was not returned for investigation, therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).